Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 098341 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 098341 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or (B)(6) related to lot number 098341 showed that the complaint rate is (B)(4)%. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported difficult to read alere determine hiv 1/2 ag/ab combo results, describing "very pale" lines which disappeared by 30 minutes after the test was started. The sample used was whole blood from a fingerstick. Confirmatory testing was (B)(6) for (B)(6). The conflicting results as described represent an apparent malfunction as results should be consistent within the read time (20-30 minutes) as described in the package insert.